Event description:
A nurse reported that during a planned retinal detachment repair, the globe was noted to be overpressure even with the intraocular pressure (iop) setting at 20-30mmhg. According to the surgeon, he noted that the central retinal artery started to pulsate during surgery, which he indicated normally only happens when the iop is around 60mmhg. The surgeon also indicated the pressure was high enough to break the valve seal in the valve trocar at the beginning of the case. The surgeon had to set the iop in the teens to minimize flow through the trocars. The surgeon reported that the increased flow through the eye made the retinal detachment repair more challenging because the retina became "bullously detached,". Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the fluidics module. The system was then tested and met product specifications. The replaced fluidics module was returned for in-house eval. The root cause has not been determined. (B)(4).